Manufacturer narrative:
(B)(4). The lot number is unknown. Customer reports potential lot numbers 74e1500951 and 74f1500086. A visual and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. However, current inventory samples of catalog number 1041 mask, medium conc, elong, adult batch number (B)(4) were tested and no issues were found that can lead to the condition reported by the customer. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed due to the lack of sample and picture. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the tubing detached from the mask.